Manufacturer narrative:
Device was not returned for the analysis. Hmag received the log files from the ventilator and they were analyzed. Panel connection lost and technical faults was seen in the logfiles. Technical faults 9907,2414, 9421 indicates a faulty communication between ipp (panel) and vup (vu). The device then went into ambient mode. Based on the received information the root cause could not be established. Vu motherboard, vu esm and ip esm (as a precaution) were replaced by a service technician. There was no patient harm reported. This file reports the event stated in hamilton medical ag case number (B)(4).

Event description:
Hamilton medical ag received the following event description: during ventilation, the ventilator triggered several alarms, and ventilation was not provided to the patient. Fortunately the patient was not harmed due to fast reaction by medical staffs. During ventilation (niv mode), medical staff noticed "panel connection lost" alarm, subsequently "tf2414", "tf9421", "tf9907".